Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use to treat the lesion. The technician prepared the device by flushing its guidewire lumen with a syringe. During the process, the technician damaged the stent struts. The procedure was completed with another synergy stent. No patient complications were reported.